Manufacturer narrative:
The device was received undeployed. First prime was completed at 45 pulses, and the device was deactivated at 215 pulses. No drive stalls were observed in the original data, indicating that the ratchet gear was rotating. Despite rotating, the needle mechanism did not deploy. Upon opening the device, the clutch spring was observed to have decoupled from the latch spring, confirming that the ratchet gear did rotate. The release bar was still caught under the firing flat. The device was reset and rerun after being opened. It delivered a 5u bolus. The device operated as intended, and when the firing flat was vertical to the release bar, the needle mechanism deployed as intended. The cause of the needle mechanism not firing could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.